Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/07/2015-device evaluation:the pump has been returned and evaluated by product analysis on 09/21/2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. There was no moisture observed on the pump. A leak test was performed and revealed leaks at the battery compartment and the audio bolus button. The pump case was opened and no defect or moisture was found inside the pump. Unrelated to complaint, investigation revealed that the display was dim with discolored text.